Manufacturer narrative:
(B)(4). Evaluation is in process. A final report will be submitted when the evaluation is complete.

Manufacturer narrative:
New information was received to further clarify this issue. The valproic injection was not given after the result was questioned. The lab requested the retest as the negative result was inconsistent with the fact that the patient had previously received a valproic acid injection before the test. Based on the questioned results generated and the new information mentioned, this issue is no longer reportable and a product evaluation is no longer required. No evaluation is required since the issue is no longer reportable.

Event description:
The customer stated that one patient sample generated a falsely decreased result of less than 2.0 ug/ml for the architect valproic acid assay. The result was reported out, questioned by the patient's physician and the test was repeated with expected results of 67.43 and 66.48 ug/ml. However, at the mean time the patient was injected with a valproic acid dosage with no impact to the patient health.